Event description:
It was initially reported that there was a capsule rupture. Through follow-up, we learned that the surgical lens replacement was performed as planned. A capsule rupture was detected during the treatment, reportedly might be related to the laser, but could also be due to anatomical conditions. A clear application error or technical defect could not be determined. The patient did not suffer any permanent damage or impairment. The system is approved on both the technical and application sides. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Catalys-I is not an implantable device. Section d6b - explant date: not applicable. Catalys-I is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): catalys-I was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected information: upon further review of the provided information it was determined that that the surgical procedure was performed or completed (lens implantation) and this is not regarded as additional surgical intervention as it is the normal way of completing the procedure. Therefore, the event is no longer considered as reportable and no further reports will be submitted under report number 3012236936-2024-00450. Additional information: section b5 - describe event or problem: the event description has been updated based on the received follow-up information. "It was initially reported that there was a capsule rupture. Through follow-up we learned that the surgical lens replacement was performed as planned. A capsule rupture was detected during the treatment, which could be related to the laser, but could also be due to anatomical conditions. A clear application error or technical defect could not be determined. The patient did not suffer any permanent damage or impairment. The system is approved on the technical and application side. Through another follow-up we learned that the surgical procedure was performed or completed (lens implantation) and this is not regarded as additional surgical intervention as it is the normal way of completing the procedure. No further information provided." All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.